Event description:
On (B)(6) 2013, father reported the buttons on the infusion device would not respond to press. Patient's blood glucose was 373 mg/dl and his normal reading is near 150 mg/dl, and he was unable to deliver a bolus as treatment. He inserted a new battery, and the infusion device displayed an e8 power interrupt error. He was unable to clear the error message due to the non-functional buttons. The infusion device was not dropped on a hard surface, and the key-lock feature was not activated. Father reported he would contact his physician for an injection therapy prescription. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.